Event description:
It was reported that during a stapled hemorrhoidectomy procedure, malformed staples. The procedure was completed by hand-suturing. There was no pt consequence.

Manufacturer narrative:
H4, 6: information anticipated, but unavailable at this time.